Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. Vascular access was obtained through a brachial artery. The 95% stenosed, de novo lesion was located in a calcified and severely tortuous mid left anterior descending (lad) artery. For pre dilation, the physician advanced the 2.0mm x 15mm apex balloon catheter to the lesion. Upon the second inflation, the balloon was inflated to 10atms and the balloon ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).